Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 12/04/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/13/2014 with the following findings:an inexplicable power-reboot event, which can be indicative of the type of power issue that was reported, was observed in the black box data. Also, several cs-054 call service alarms, which cause a blank display and thus can be mistaken for a power issue, were observed in the black box data. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the analysis. The pump was exercised for 24 hours, during which no power-related events were observed: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the battery compartment was observed to be cracked below the grip pad.